Manufacturer narrative:
The initial MDR was filed as MFR 3004209178-2009-77172. Correction to sequence number was required as 7172 had already being used in FDA's database. Additional info obtained since initial report included in this report.

Event description:
The pt expired. The cause of death and the relationship of the pt's death to the implanted devices was unk. Managing physician is unaware of pt's death, no further info available.